Event description:
There was an allegation of questionable high elecsys troponin t hs results from the cobas e 801 analytical unit for two patients. Patient 1's initial result was 764 ng/l, and the repeat result was 17.1 ng/l. Patient 2's initial result on (B)(6) 2026 was 649 ng/l, and the repeat result was 3.03 ng/l.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.